Event description:
A (B)(6) female with history of copd was using oxygen 24 hrs per day. On (B)(6) 2013, female went to (B)(6) to exchange three empty oxygen bottles for three filled bottles. Female changed one bottle in front of the staff and used the same tubing and nasal cannula. Female left the business and went to her workplace about fifteen mins later. Upon arrival at her workplace, the female was complaining to co-workers that the oxygen smelled bad and it was burning her nose and eyes. Co-workers smelled the air from the nasal cannula and reported that it had a chemical smell similar to ammonia. The co-workers assisted by getting another oxygen bottle and changing them out. The second bottle did not smell bad and the female was using the oxygen but she was presenting continued breathing problems. The 911 was called and the female stopped breathing and active CPR was performed by emergency responders. Female was transported to the hospital and was on a ventilator for four days until she died on (B)(6) 2013. An autopsy was performed and preliminary results indicate the female died due to complications from copd. Toxicology testing is still pending. The two oxygen bottles were confiscated by law enforcement. Event abated after use stopped or dose reduced: yes.